Event description:
The user noticed fluctuating hearing performance with the device for the last few months. The user will follow up with the clinic for a date for a reimplantation surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, which is consistent with minute device mobility, was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user noticed fluctuating hearing performance with the device in the previous few months. The user has been reimplanted on (B)(6)2024.